Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) been completed. The reported problem (can comm timeouts) has been confirmed. Upon eval, the trunk cable connector was missing from the trunk cable. The cause for the missing connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the missing connector. The pt received a placement electrode belt.

Event description:
Zoll customer support contacted a (B)(6) female pt regarding a service code 107 and can comm timeouts. The pt was issued a replacement electrode belt.